Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right stryker knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
(B)(6). An event regarding pain involving an unknown right stryker knee was reported. The event was confirmed. -medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿in this narcotic dependent, chronic pain patient there is no evidence that his recurrent dislocating right total hip arthroplasty or any problems with his right total knee arthroplasty were related to factors of faulty component design, manufacturing, or materials.¿ conclusions: the root cause could not be determined as the devices were not returned for evaluation and insufficient medical information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
Patient reported that after implantation of a right stryker knee, he began experiencing pain.

Event description:
Patient reported that after implantation of a right stryker knee, he began experiencing pain.